Event description:
It was reported a patient underwent a mohs closure on an unknown date in 2024 and suture was used. Used on the face, the doctor was using the suture and the suture kept slipping out of the needle. Had a small delay in case but were able to complete by using a suture from another lot and box. No patient harm. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not confirmed. Additional information provided: opened another suture and it had the same issue. Opened another for a total of three sutures that the needle kept slipping off the suture. Customer is returning the three used sutures along with nine sterile from the same lot. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. 1. Any patient consequences? No. 2.how long was the delay? A couple minutes, just to get a new box of suture. 3.were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. 4.was there any change in the patient¿s post-operative care due to the prolonged procedure? No. H3 evaluation: the product was returned to ethicon for evaluation. Nine unopened samples were received for analysis. Product code . In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand, no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.